Manufacturer narrative:
Other devices involved in this event: (B)(4) - battery / catalog number 1650/ expiration date: 03/31/2017. (B)(4). Device available for evaluation?: yes, 05/08/2017. No, device evaluation anticipated, but not yet begun. Device manufacture date: 03/01/2016. Labeled for single use?: no. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. A fault in the continuity of the pump to controller electrical connection triggers the controller fault alarm. The fault could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Report was received stating that while patient was going through dialysis his left ventricular assist device (lvad) controller started to alarm, he was unable to identify the cause but stated that "it was going haywire and then shut down, I could feel it", patient felt a little light headed but no syncope was reported. While being seen in the clinic patient also had a complaint about battery not working properly, stating battery shows full power charge but does not give any charge to controller. Controller and battery were exchanged with no effect on patient. No further information was provided. This new information does not change previous reportability decision. All relevant and available information has been obtained, therefore no attempts for additional information are required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experienced alarms (unspecified alarms), "haywire and shutting down", and (B)(4) was not able to provide power to the controller. One controller, (B)(4), and one battery, (B)(4), were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller and battery's manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that on (B)(6) 2017 at 14:19:56 hours a vad stopped alarm was recorded, the driveline and power source one ((B)(4)) were disconnected. In addition, event file shows a pump stopped. At 14:20:01 hours, a second vad stopped was recorded, the driveline was reconnected and event file shows a motor start; however, power source one (bat317107) was still disconnected. At 14:23:37 hours a third vad stopped alarm was recorded, the driveline and power source one ((B)(4)) were still disconnected and event file shows a pump stopped. The reported alarms and " shutting down" was confirmed via log files review. The most likely root cause of the reported alarms and "shutting down" can be attributed to an accidental disconnection of the driveline. The disconnection of power source one is an additional observation not related to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose serial port connector without the cap. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to address loose connectors. This is an additional observation not related to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination but failed functional testing due that the battery was not able to provide power to the controller. Internal examination of the battery found an open fuse, after a temporary jumper was used to bypass the open fuse the battery was able to properly drive the controller. The most likely root cause of the reported battery with no power can be attributed to an open fuse, preventing the battery from providing power to a controller. If information is provided in the future, a supplemental report will be issued.